Manufacturer narrative:
Prv poppet.

Event description:
The customer reported the ventilator had a low o2 supply alarm. The customer reported there was no patient harm. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The manufacturers service technician could not duplicate the customer reported problem. The service technician reported that during testing the unit is failing est. The service tech replaced the poppet to address the est failure. The sensor board and o2 regulator were also replaced per tech discretion. Applicable final testing was completed and test passed per operating specifications.